Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a post-reset ram crc alarm (pump error 23) and open book image. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed for critical pump error and explained that when pump performed safety checks and an error was found. Pump does not show any signs of damage. Instructed customer that pump will be replaced. Troubleshooting was performed for pump error. The customer was able to clear the error and was able to complete the rewind. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per the health care professional's instructions. No product return is required for mmt-1886.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. During download review, pump error 63 was found on 08/02/2025 01:45:20.000, file=643 line=501 and in main error log. Per engineering troubleshooting guide, it was determined that pump error 63 was triggered by the pump detecting timeout during rf-chip initialization; isolate to electronic assembly. Unit was cut open and a visual inspection of connectors and electronic assemblies was performed. Per visual inspection, it was determined that the ingress of water corroded electronic assemblies, including the external battery connector. Unit was also received with label damage (faded and peeling), broken belt clip rails, battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, cracked case, cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer¿s allegations with critical pump error 23 were not confirmed when no relevant alarms were noted during download history review. However, customer allegations with critical pump error (open book) were confirmed when unit powered on with critical pump error (open book). Additionally, critical pump error 63 was noted in adapt during download history review, due to corroded electronic assembly. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.